Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty cable, a failed leak test on the video scope connector and a faded label on the rear cover. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e224(scope communication error) and unable to recognize a subject on the hd 3cmos autoclavable camera head. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 4 years, since the subject device was manufactured. Based on the results of the investigation, it¿s likely, the e224 error was intermittent. And it temporarily occurred, due to a cable failure. The root cause of this event was unable to be identified. The event can be prevented, by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually, when it is coiled. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force, when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object¿. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the olympus support specialist (ess) which confirmed the customer provided the ess with the subject device after reprocessing it. The ess returned the subject device for repair. The procedure was finished by bringing a similar device, 4k ch-s400-xz-eb camera, to the start of the procedure. There was no delay in the procedure. There was no patient harm or consequence reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the olympus support specialist (ess). Please see updates to b5 and h10.